Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire was confirmed and the cause was determined to be use related. The product returned for evaluation was a 0.038" guidewire lodged with an 18ga x 2.75" introducer needle. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be firmly lodged within the introducer needle. Additionally, the core wire was found to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: ¿ narrowing of the core wire cross-section at the fracture site, which is a characteristic feature of a strong pull on the wire ¿ the wire was forcefully removed from the introducer needle and biological material was seen on the wire which likely contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, "do not pull back standard guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reaz0917 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the doctor that during long-term dialysis catheter implantation for the patient on (B)(6) 2018, the puncture needle could not be withdrawn from the guidewire. The guidewire had entered the vessel along with the end of the puncture needle after successful puncture with the puncture needle; the puncture process was smooth without barriers. A new device was used to complete the procedure. No patient injury reported. Update 3/23/2018 - the returned wire is frayed.